Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation of the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
An email was received by the field asking for the filed complaint information, however no complaint was found. In the email it was indicated that the vorp502 is broken. Additional information stated that the user was seen once before in the clinic and the device was functioning but she was not satisfied with the sound quality. On (B)(6) 2021 she was seen again and the user was not wearing the audio processor at this time. Explantation is planned but no date has been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
An email was received by the field asking for the filed complaint information, however no complaint was found. In the email it was indicated that the vorp502 is broken.